Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: we have another tubing issue: potassium phosphate leaked back into primary bag d/t faulty valve.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: we have another tubing issue: potassium phosphate leaked back into primary bag d/t faulty valve.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-sep-2022. H6: investigation summary: a sample was received and tested by our quality team. The 20028e infusion set was improperly assembled and the tubing was glued below the filter nipple which it was supposed to be inserted over. This issue was forwarded to the manufacturing team and the root cause was found to be improper assembly when tubing was supposed to be bonded with the filter. There has been a quality alert generated at the manufacturer to eliminate further occurrences of this failure. A device history record review could not be performed because a lot number was not provided by the customer.